Manufacturer narrative:
Describe event or problem - updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The reported problem was due to a defect in the software version that the customer was using (version 5.00.01). The issue was resolved in patch 5.00.03 which was available to the customer in (B)(6) 2015, however, the patch was not installed. This customer has now been upgraded to the newer version 5.00.04 on january 5, 2018. The investigation into this issue is complete.

Event description:
The customer reported that patient was mistreated when exported using cfs option in (B)(6). Based on the available information there was a mistreatment but the severity would be negligible.